Manufacturer narrative:
(B)(4). It was reported that the care giver (cg) connected patient line extension after priming. Additional narrative: this report is for a system error 2240 during the dwell stage, where the care giver indicated connecting the patient line extension after priming. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. Also, it instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell four of five. The technical service representative (tsr) explained the alarm to the caregiver (cg) and advised the cg to cycle the power and then turn off the hc. The tsr advised the cg that the home patient (hp) must either start over with all new supplies on the hc or use manual supplies to complete his therapy. There was no adverse event indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.